Event description:
It was reported that the customer experienced high blood glucose levels frequently. The customer stated that the issue was getting better. She declined to provide the blood glucose reading. She stated that she experienced high blood glucose levels all the time due to issues with inserting the infusion sets. She stated that she had been given directions on how to change the infusion set, but she stated that it was for the wrong type. She stated that she had already gone through 4 infusion sets. She had discarded the infusion sets and declined troubleshooting for the issue. She advised that she was okay with disconnecting and reconnecting. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.